Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the physician experienced difficulty with the driver upon implanting the device. The driver made an odd squeaking noise and broke after the physician pulled the driver in and out of the wound two to three times when it was expanded and collapsed down to make sure it was working properly. As a result, a new driver was used to complete the procedure. Despite good-faith efforts, it is unknown if the broken driver tips were removed from the patient.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. The returned driver was analyzed, and a visual inspection revealed that the end of the driver was damaged and both tips of the driver were completely sheared off. The damage to the driver was sufficient to prevent functional testing. Scanning electron microscopy (sem) analysis, material composition, and hardness testing revealed the device anomaly is associated to the presence of excessive hydrogen in the instrument material, likely due to a manufacturing deficiency. A review of the instructions for use (IFU) was performed, and it states to avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result. It also advises to advance the dilator assembly manually and with the assistance of a mallet until the distal tip approaches the dorsal aspect of the facet shadow. Additionally, it instructs to insert the driver through the proximal entry point on the inserter and gently rotate until the distal end of the driver has engaged the implant.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the physician experienced difficulty with the driver upon implanting the device. The driver made an odd squeaking noise and broke after the physician pulled the driver in and out of the wound two to three times when it was expanded and collapsed down to make sure it was working properly. As a result, a new driver was used to complete the procedure. Despite good-faith efforts, it is unknown if the broken driver tips were removed from the patient.

Manufacturer narrative:
The returned driver was analyzed, and a visual inspection revealed that the end of the driver was damaged and both tips of the driver were completely sheared off. The damage to the driver was sufficient to prevent functional testing. Scanning electron microscopy (sem) analysis, material composition, and hardness testing revealed the device anomaly is associated to the presence of excessive hydrogen in the instrument material, likely due to a manufacturing deficiency. A review of the instructions for use (IFU) was performed, and it states to avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result. It also advises to advance the dilator assembly manually and with the assistance of a mallet until the distal tip approaches the dorsal aspect of the facet shadow. Additionally, it instructs to insert the driver through the proximal entry point on the inserter and gently rotate until the distal end of the driver has engaged the implant.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. The returned driver was analyzed, and a visual inspection revealed that the end of the driver was damaged and both tips of the driver were completely sheared off. The damage to the driver was sufficient to prevent functional testing. Scanning electron microscopy (sem) analysis, material composition, and hardness testing revealed the device anomaly is associated to the presence of excessive hydrogen in the instrument material, likely due to a manufacturing deficiency. A review of the instructions for use (IFU) was performed, and it states to avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use confirm that no broken fragments are retained in the patient.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the physician experienced difficulty with the driver upon implanting the device. The driver made an odd squeaking noise and broke after the physician pulled the driver in and out of the wound two to three times when it was expanded and collapsed down to make sure it was working properly. As a result, a new driver was used to complete the procedure. Despite good-faith efforts, it is unknown if the broken driver tips were removed from the patient.